Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis. The deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an interventional procedure. Reportedly, the sutures did not capture; a cuff miss was noted. Hemostasis was achieved by applying manual arterial compression. Left common femoral arteriotomy closure was attempted with a proglide after the interventional procedure. Although the device was pre-flushed with saline, after insertion in the anatomy, there was no blood flow from the proglide marker lumen. Another proglide device was used and hemostasis was not achieved. The method of achieving hemostasis was not specified. Protamine was given. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.